Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that an mrx battery failed to charge in multiple devices / chargers. There was no patient involvement. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, indicating a depleted or faulty battery. Upon evaluating the returned battery, it was found that the battery was able to charge in both the mrx heartstart and cadex charger. Furthermore, it was verified during functional testing that manual shocks could be successfully administered when the battery was installed in a device. However, although the component was able to properly charge, the battery mode cf flag was found to be set upon receipt. Due to the abnormality surrounding the gas gauge register status flag, the component was determined to be potentially faulty and was scheduled to be returned to the vendor. Upon response from the vendor, it was clarified that a set battery mode cf flag is not indicative of a component malfunction, but instead is an indication that the battery needs to be calibrated to obtain a more accurate reading. The battery was successfully calibrated and the flag returned to normal. As such, there was no sign of a component failure and the battery was deemed to be fully function. No further evaluation was requested.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that an mrx battery failed to charge in multiple devices / chargers. There was no patient involvement. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, indicating a depleted or faulty battery. Upon evaluating the returned battery, it was found that the battery was able to charge in both the mrx heartstart and cadex charger. Furthermore, it was verified during functional testing that manual shocks could be successfully administered when the battery was installed in a device. However, although the component was able to properly charge, the battery mode cf flag was found to be set upon receipt. Due to the abnormality surrounding the gas gauge register status flag, the component was determined to be potentially faulty and was scheduled to be returned to the vendor.

Event description:
It was reported to philips that an mrx battery failed to charge in multiple devices / chargers. There was no patient involvement.